Event description:
(B)(4) clinical study. Same case as MFR report #: 2134265-2010-04899. It was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction. The patient presented due to congestive heart failure and was referred for cardiac catheterization. The index procedure treated the 80% stenosed, 2.75x62mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre-dilation and the placement of two overlapping taxus liberte (2.75x38mm, 2.75x28mm) stents. Following post dilation the residual stenosis was 0%. The 1st diagonal artery (dx) was treated with balloon angioplasty with an unspecified balloon resulting in 20% residual stenosis and the 2nd diagonal was treated with angioplasty and cutting balloon angioplasty resulting in 0% residual stenosis. One day post the index procedure, the patient experienced elevated cardiac enzymes consistent with the protocol definition of a myocardial infarction. ECG showed anteroseptal st-elevation and inferior depression which improved with medication. However, 2 days post the index procedure, enzymes continued to elevate and cardiac catheterization was recommended. Coronary angiography revealed widely patent previously placed stents in proximal-mid vessel; 40% stenosis proximal to previously placed stent; 50% stenosis of 1st diagonal with a small non-flow limiting dissection. No action was taken, but a follow-up sestamibi was recommended in 6 months. The subject was discharged 3 days post the index procedure on aspirin and prasugrel. Per the physician, the event was listed as "unrelated" to the study stents.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).